Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that as they were inserting the lag screw they noticed an obstruction, possibly a piece of plastic or ceramic, in the cannulated part of the screw. Another screw was used for the procedure. Customer has provided an image of the device, a pink piece of plastic debris and the product label.

Manufacturer narrative:
The reported event that standard lag screw omega 115mm length was alleged of 'contamination of the device' could be confirmed. Based on investigation, the root cause was attributed to be manufacturing related. The device inspection revealed that the ceramic piece that was stuck inside the screw originated in the manufacturing process of tumbling. Therefore an nc was opened. A review of the labeling did not indicate any abnormalities. No indications of design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that as they were inserting the lag screw they noticed an obstruction, possibly a piece of plastic or ceramic, in the cannulated part of the screw. Another screw was used for the procedure. Customer has provided an image of the device, a pink piece of plastic debris and the product label.